Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4+. A xtw (lot: 40410r2064) was implanted anterior/septal with difficult grasping due to large coaptation gap. A second triclip xtw (lot: 40404r2109) was then attempted to be implanted, but due to difficult grasping it was removed. The procedure ended with tr reduced to grade 3-4. At the discharge transesophageal echocardiogram (tee) was performed and detachment from the septal leaflet was observed (single leaflet device attachment (slda)). Tr was recurrent grade 4+. No intervention is planned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and per the physician the reported slda and difficult or delayed positioning associated with leaflet grasping are due to a large coaptation gap and is therefore, related to patient conditions. Tricuspid regurgitation appears to be due to the slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B5 - describe event or problem: mr acronym changed to tr to correctly reflect that this was a tricuspid valve procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 10 july 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4+. A xtw (lot: 40410r2064) was implanted anterior/septal with difficult grasping due to large coaptation gap. A second triclip xtw (lot: 40404r2109) was then attempted to be implanted, but due to difficult grasping it was removed. The procedure ended with tr reduced to grade 3-4. At the discharge transesophageal echocardiogram (tee) was performed and detachment from the septal leaflet was observed (single leaflet device attachment (slda)). Mr was recurrent grade 4+. No intervention is planned.